Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. No blood was observed on or within the device. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient's legal guardian (lg) reported that the patient's blood glucose (bg) level reached 22.2 mmol/l (400 mg/dl), while wearing the pod between 25 and 36 hours. Ketones were measured at 1.1 mmol/l (19.8 mg/dl). When removed from the infusion site (arm), the pod's cannula was observed to be bent. Additionally, the lg reported blood was observed at the infusion site. Treatment information was not provided.